Manufacturer narrative:
The main component of the system, other applicable components are: product ID 3389s-40, lot # va0tsnu, implanted: (B)(6) 2015, product type lead; product ID 3389s-40, lot # va0twje, implanted: (B)(6) 2015, product type lead; product ID 37092, serial # unknown, product type accessory; product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was having problems with the implantable neurostimulator (ins) as he accidently turned stimulation off for 25-30 minutes and when turning it back on using the patient programmer, the patient experienced an onset of dyskinesia. It was also reported that the patient received a shock at the ins pocket when the patient pushed the on/off button on the patient programmer. When inquired if the patient was exposed to any emi, it was stated that the patient went through a security gate at cvs; the timeline of the emi exposure in relation to the shocking is unknown. It was also stated that the patient few to las vegas 3 days ago, but stated that they did not pass through a security gate. A manufacturer representative (rep) later reported that when the patient received the shocking sensation, it caused him to throw his patient programmer. It was then stated that the patient used the implantable neurological stimulator recharger (insr) to charge the ins, but the insr also delivered a shocking sensation. An impedance test was performed on the patient's system that resulted in impedance values within normal limits. While the rep was with the patient, the stimulation was reduced to 2.3 to 2.2/2.1 volts which improved his movement. The following week the patient's wife reported that the shocking sensation was not resolved as this is the 3rd time the patient experienced this issue since initially reporting the event. It was then stated that when the rep previously interrogated the device it was found that the ins had unexpectedly turned off several times, for a significant amount of time, over the last couple of months; it was confirmed that the patient nor the consumer turned the device off. It was also reported that the patient was now experiencing bad dyskinesia, was not feeing good, and was in a bad state. However, the leg twitch that the patient was experiencing had calmed down. The following day the consumer confirmed that the patient received the replacement patient programmer and implantable neurostimulator (ins) but also requested that an patient programmer antenna also be shipped to rule out the shocking coming from any further external equipment. It was stated that the patient prefers to use the antenna as the implanted lead had stiffened his neck permanently. A couple days later the consumer reported that the patient was reprogrammed on (B)(6) 2016, but the patient was still not his regular self and experienced a lot of extra movement that he never had before. The patient also recently had a cat scan due to "abdominal" but were told that everything was fine.

Event description:
No new information was reported.

Event description:
Information was received from the healthcare professional indicating that the issue was resolved. It was reported that the cause of the shocking and pain was that the stimulator was off and the patient turned it on. It was noted that the stimulator should be kept on at all times to avoid the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.